Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
On 2/1/2024, it was reported by a sales representative via (B)(4) that an ar-8741-40 driver tip from the bunionectomy tray broke while in the patient during use. The broken piece was not retrieved from the patient. The case was completed with no further information. This was discovered during a mis bunion procedure on (B)(6) 2024.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that the most likely cause of the reported failure is user error, including the application of excessive force when using the device. The complaint allegation was confirmed based on the customer's attached picture, which displays the device with the tip broken off.